Event description:
During an in clinic follow-up, increased capture thresholds were noted on the right ventricular (rv) lead. The device was reprogrammed as an intermittent resolution. The rv lead was replaced to resolve this event. The patient was stable.